Event description:
It was reported that balloon rupture occurred. The target location was located in the internal arteriovenous fistula. A 5.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the pcb was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal markerband and extending approximately 17mm distally across the balloon material. The rated burst pressure for this device is 10 atmospheres. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target location was located in the internal arteriovenous fistula. A 5.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and severely calcified internal arteriovenous fistula. The balloon ruptured upon sixth to seventh inflation at 10 atmospheres for 40 - 50 seconds.